Event description:
It was reported to boston scientific corporation that in 2008, a hydratome rx sphincterotome device was used (a male patient, weight unknown). According to the complainant, during the procedure, "the tip broke after a second insertion through the working channel of the duodenoscope." No patient complications were reported as a result of this event.

Manufacturer narrative:
.No consequences or impact to patient. .tip breakage. . A visual examination of the returned device revealed the working length was twisted and the tip was split/cracked. The tip appears to be split/cracked most likely due to contact with some part of the duodenoscope. A review of the device history record for the pertinent lot was performed; no anomalies were noted. A search of the complaint database did not identify any additional similar complaints reported for the same lot. The june 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome product family is included in the same trend report as the jagtome product family.